Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump was uncomfortable for patient and decided to revise. Pump was painful in the scrotum. All components were explanted and replaced.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.